Manufacturer narrative:
It was noted that there would be no further information provided by hospital/surgeon due to hospital/surgeon policy. Therefore, the reported event could not be confirmed.

Event description:
It was reported that surgeon revised liner and head due to suspected poly liner wear on patient's left hip. All other components were well fixed and remained implanted.